Manufacturer narrative:
Additional information was received on september 09, 2015. Third party manufacturer reviewed the routers for lot#15vm555401 and no discrepancies or non-conformances were found outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received on 07/01/2015. One returned fms device was received for eval with lot # 15vm555401. The balloon had a tear about 7mm along the left of the blue finger pocket. Product was destroyed on 07/01/2015. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.

Event description:
The complainant reports when the nurse attempted to fill the flexi-seal fms retention balloon; it did not fill correctly, the water returned. It was further reported the fms was removed from the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed, as a result of this malfunction. Add'l info requested. Should add'l info become available, a f/u report will be submitted.